Manufacturer narrative:
(B)(4). A lot check revealed no other complaints of this nature for this lot number. The (B)(4) oxygen prongs are widely used for the delivery of high flow therapy to neonatal patients. This therapy is gaining popularity as an alternative to more invasive therapies. The size and delicate condition of neonatal patients makes the provision of this therapy challenging. In particular the clinician must position the prongs in the nares in a way that ensures delivery of the therapy but minimises damage to the septum and other delicate areas of the nose. This requires the tubing to be anchored, usually using specially designed tapes which adhere the tubing to the face. Skin damage is a potential side effect of such treatment, therefore patient monitoring is recommended to prevent this. Furthermore, there are inherent trade-offs in the design of the tubing and prongs. In particular, the tubing must be stiff enough so that the risk of occlusion through kinking is minimised while being as pliable as possible to assist with positioning. The reported fault was most likely due to the position of the cannula tubing on the patient's face. Fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimising the potential for occlusion, skin irritation or septal injury. The device user instructions state the following: select the correct size nasal cannula, the nasal prong outer diameter should be approximately half the diameter of the infant's nares. Place the nasal cannula in the nares ensuring that there is at least a 2 mm (0.08 inches) gap from the septum. Ensure that the nasal prongs are positioned at least 2mm (0.08 inches) from the septum to avoid pressure necrosis. Re-adjust as necessary. Patient monitoring is recommended. (B)(4).

Event description:
A hospital in (B)(6) reported that the bc2745 infant nasal cannulas "either keep slipping out of the nose or the probes cause pressure marks" during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the bc2745 infant nasal cannulas "either keep slipping out of the nose or the probes cause pressure marks" during use. No patient consequence was reported.